Event description:
It was reported that in (B)(6) 2011, the patient was admitted to the hospital for a myocardial infarction with thrombosis and underwent a stenting procedure in the right coronary artery with one rx vision 3.5 x 23 stent. On (B)(6) 2012, the patient was admitted to the hospital with angina and diagnosed with a myocardial infarction. The patient underwent thrombectomy and balloon angioplasty in the index stent. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of implant as it was reported as occurring in (B)(6) 2011. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, myocardial infarction and thrombosis, as listed in the potential adverse events section of the rx/otw vision instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.